Event description:
It was reported that as the physician was removing a pta device, following a successful angioplasty of the circum-aortic renal vein, the balloon appeared to be stuck to the vein. He could not withdraw the unit. Using a scalpel he cut the hub off of the device, then passed a 7fr sheath over the catheter and balloon. This released the balloon from the wall of the vein. The physician removed the balloon, catheter, and sheath together with no harm to the pt. It was reported that the physician used a non-hydrophylic 0.035 guidewire. He made two inflations using an inflation device, (atms unk) holding each inflation between 30-60 seconds.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned for eval to date, so a sample eval could not be performed. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.